Event description:
The trilogy ev300 ventilator was evaluated by a third-party service center, and the customer¿s complaint was confirmed. During the evaluation an error code in relation to press_sensor_mismatch was recorded in the device event log. In conclusion, the device's 3 way solenoid valve and proportional valve (aemc) needs to be replaced to address the issue. The device was not in use on a patient at the time of the occurrence. Repairs are pending the customers approval. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the trilogy ev300 ventilator was evaluated by a third-party service center, and the customer¿s complaint was confirmed. During the evaluation an error code in relation to press_sensor_mismatch was recorded in the device event log. In conclusion, the device's 3 way solenoid valve and proportional valve (aemc) needs to be replaced to address the issue. The device was not in use on a patient at the time of the occurrence. Repairs are pending the customers approval. If any additional information is received, a follow-up report will be filed. New/ additional evaluation information: additional information was received confirming the acem valve and the evo 3 way solenoid valve were replaced to address the issue of a failed active exhalation verification test step during testing. The technician completed a full t & v on the device. The device passed all testing, and the system meets the specification for the performed service and is returned to clinical use.